Event description:
It was reported that the patient's implantable neurostimulator (ins) caused his legs "to not respond". The patient's left side lead was explanted. Additional information was requested, but was not available at the time of this report.

Event description:
It was reported the cause of the event was unknown. A CT scan showed the lead was in good position. There were no findings to explain symptoms, per neurosurgeon and radiology. The xrays were within normal limits. There were no device abnormalities. The patient had turned the implantable neurostimulator off "about (B)(6) 2011" and had been of since that date. The symptoms included the inability to walk and priapism. The patient outcome was serious injury, ongoing.

Manufacturer narrative:
Lead model: unk lot#: unk implanted: unk explanted: unk. (B)(4).